Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 component codes, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
Edwards received information that a 21mm 3300tfx pericardial aortic valve, implanted approximately six (6) years and seven (7) months, was explanted due to aortic stenosis secondary to pannus overgrowth to the subvalvular tissue. The device was originally implanted for aortic valve replacement to correct aortic regurgitation with a concomitant mitral annuloplasty and maze surgery. After implant, symptom of heart failure such as shortness of breath when walking appeared. The test result confirmed max v: 3.52m/s, mean pg: 28mmhg, mild thickening of the left ventricle wall, dilation of the left atrium and the right heart and atrial fibrillation. No obvious blood clots were observed in the left atrium. The device was explanted and replaced with a 22mm non-edwards aortic valve with no adverse patient events reported. The patient status was reported as 'recovering'. Multiple cardiac surgical procedure: mitral valve replacement and tricuspid valve replacement with non-edwards devices. There was no allegation of device malfunction.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: device evaluated by manufacturer : customer reports of stenosis and pannus were confirmed. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. All three leaflets were thickened and swollen near commissures 2 and 3. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around leaflets 2 and 3 and exposed the metal band and wireform underneath. Cut off sewing ring fragment was not returned. Wireform was also exposed around leaflets 1 and 3 on the outflow aspect. Multiple sutures remained attached to the sewing ring around leaflet 1.